Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported during a turp procedure the coagulation switch was not working. During the operation there was a need to coagulate tissue that was bleeding. The coag switch did not work so the surgeons had to convert the turp into an open procedure.